Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, he was attempting to bolus and the numbers kept scrolling. Customer was unable to stop the number from scrolling. He removed the battery to reset the device. Customer's blood glucose was 121 mg/dl. Customer was advised to revert to back up plan and will be contact in regards to replacing the device. Currently two follow up calls have been made but the customer didn't respond. The device is not being returned for analysis.